Event description:
During a pancreatoduodenectomy procedure, staple line had malformed staples (open shape) after 1st firing. Replaced the cartridge and the device fired normally. Another device was used to complete the case. There were no adverse consequences to the pt.